Manufacturer narrative:
(B)(4).

Event description:
Additional information stated the patient¿s ¿gait disturbances appeared immediately after the surgery, just after a one day holiday.¿ it was also stated the patient had ¿no gait disturbances that were prevalent before surgery.¿ it was noted that previous MRI and x-ray results ¿showed that the location of the electrodes was correct.¿

Event description:
It was originally reported that the patient experienced a loss of balance and severe freezing, which were considered "off" periods, following implant. The "on" periods seemed okay. His symptoms became moderate with medication. When stimulation was turned on he still experienced the freezing episodes during "off" times as well as balance. The quality of life has significantly decreased. Approximately a week later his tremor control was almost perfect during "on" and "off" time. The "freezing" was significantly worse during "off" time. The freezing did not occur prior to device implant. The healthcare provider confirmed that the patient had increased episodes of freezing post device implant. With programming and changes in medication his symptoms (tremor, dyskinesia, rigidity, freezing, balance and gait) improved. After his third reprogramming session he was subjectively doing well and was pleased with his improvement in his symptoms. It was later reported that the patient experienced problems with his device during "on" times. He gets severe balance/gait problems and freezing. These issues started after he got his device. He was now in a wheelchair due to falling when he walks. He almost breaks his neck every time he walks. He was recently in mexico for two months and he suddenly developed strange secondary effect of the device. He may have been close to an outside electrical transformer for a house. The "on" times occurred all the time severely. It was noted that he has had a lot of reprogramming done in the past. In two weeks he has an appointment with his doctor to review the situation. At this time his tremor was controlled and the device was on. Additional information has been requested.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-28, lot# v373403, implanted: (B)(6) 2012. Product type: lead: product ID 3389s-28, lot# v532274, implanted: (B)(6) 2012. Product type: lead: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension. (B)(4).